Event description:
The customer reported erroneously elevated and discrepant troponin I (access accutni) results, within the risk stratification, for multiple patients, on two separate days, involving access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. Subsequent testing of the patients' samples, on the same analyzer, produced results either within the normal reference range or within the risk stratification range. Reanalysis of some of the samples, on an alternate access 2 analyzer, produced lower results within the normal reference range. No erroneous results were released out of the laboratory. There was no patient impact associated with this event. The laboratory uses 0.06 ng/ml as the clinical cut-off point and analyzes all patient samples in duplicate. The laboratory has a repeat protocol in place for any sample that does not correlate. All system parameters, including quality control (qc), calibration curves, and system check were performing within the assay and instrument specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report two of two referencing the event date noted.

Manufacturer narrative:
The field service engineer (fse) performed a routine system check and high sensitivity system check. The high sensitivity system check failed due to high percent coefficient of variation (%cv). The fse cleaned the wash carousel and incubator belt track and performed the necessary alignments. Another high sensitivity system check was performed along with a 20-replicate test; no issues were noted. The fse observed air in the wash pump and replaced the fluidics manifold along with the wash valve and precision valve. The fse also replaced the wash pump assembly and installed new o-ring seals. The main pipettor and dispense probes were primed; no air was observed in the wash pump. A routine system check, assay calibration, quality control (qc), and a precision test were performed; no issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. This medwatch report is related to MDR 2122870-2013-00458.